Event description:
Complainant alleged that a first-responder was analyzing a pt in cardiac arrest and received a "shock advised" determination however, before the officer to administer the shock, the device issued "no treatment delivered" and "change batteries" user-interface messages. The first-responder then initiated a second analysis and after receiving a "shock advised" determination, the device again issued "no treatment delivered" and "change batteries" messages prior to delivering a shock. At that time, a paramedic crew responding to the call arrived and immediately removed the device and attached their device to the pt. The paramedics assumed treatment of the pt and were able to successfully administered two (2) shocks to the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.